Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that there was resistance when inserting an instrument into arm 4 during a case, and that this issue had been ongoing with the same surgeon and had also occurred on another system. Tse confirmed that the system was a dual console and asked if they could move to the other surgeon side console (ssc) to see if the issue persisted, but this was not done. Tse then asked whether a reducer was being used with the 12 mm cannula and suggested using a reducer, which was also not done. Later, the user called back to report that they had moved to the other ssc and experienced the same insertion resistance on arm 4. The user removed the instrument arm and checked the drape with no change in the issue. The user then converted the procedure to laparoscopy to continue with the procedure. No known impact or patient consequence was reported.